Event description:
Pt left message that they were having problems with air in line. Unable to reach pt until 2 days later. Pt reports that with every tpn infusion they notice air in tubing behind filter. Some air bubbles are 4-5 inches in length and may begin anywhere from 20 mins to 2 hr into infusion. Pt reports priming by gravity and having filter flat, primary by gravity and manipulating filter to ensure there was no air in tubing. Pt also primed using pump both with filter flat and manipulating filter. Pt is receiving tpn with lipids.